Event description:
It was reported that the patient had inadequate pain relief prior to the implantable pulse generator (ipg) reaching end of service. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.